Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. Analyst commented, no anomalies found on save to disk. It is not possible to determine if recorded high impedances occurred during lead replacement.

Event description:
It was reported that during use of right ventricular (rv) lead a sudden spike in threshold occurred. The rv lead was replaced, and remains in the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.